Event description:
The customer reported reported that the pads/paddles ECG test failed unless the therapy cable was wiggled.

Manufacturer narrative:
The customer reported that the pads/paddles ECG test failed unless the therapy cable was wiggled. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.